Event description:
Patient reports a two week period where they were treated several times by family member sever hypoglycmia. Patient reports a couple of times they lost consciousness as well. These events would typically occur in the late afternoon or evening. Suspect device was being worn at the time.